Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an ultraflex tracheobronchial covered distal stent was used to treat a 2cm metastatic cancer in the upper right lung during a bronchoscopy with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the ultraflex tracheobronchial stent was unable to deploy. The stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter address 1: the initial reporter's address is (B)(6). Imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed.